Manufacturer narrative:
No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running noted during testing or in the pump trace download. Multiple low battery alarms present in the pump trace download and unit received with high current measurements due to moisture damage on electronic board stack. Moisture damage on motor assembly and force sensor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.